Event description:
It was reported that the patient had heartmate 3 left ventricular assist device implanted approximately 31 months ago. The patient was admitted for chest pain and on computed tomography angiography (cta) found to have worsening stenosis of the lvad outflow cannula. During this event, the patient had severe narrowing of the lumen from large amount of wall adherent thrombus. There were no device alarms. Now post outflow graft stenting. The patient was discharged home in a stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction: user facility report # (B)(4) received on 02jan2026: manufacturer's investigation conclusion: the report of worsening outflow graft stenosis due to wall adherent thrombus could not be confirmed based on the provided information. A specific cause for the reported thrombus could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system, serial number unknown, and the reported chest pain could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number unknown, with no further related events reported at this time. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.